Event description:
In 2008, the sales representative reported that upon receipt of shipment, the screw was found disassembled. The malfunction, disassembled, of a similar device has resulted in an adverse event in the past.

Manufacturer narrative:
Event did not occur in surgery. Request has been made for the return of the product. Request has been made to obtain the product. Evaluation pending upon the return of the product.